Event description:
Customer reported that cell 1 for a 2 cell screen performed on a patient sample containing anti-k did not react when tested on galileo. (Cell 1 is positive for the kell antigen.) The customer stated no adverse event occurred as a result of the unexpected reactivity.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen (I and ii), lot x272, with anti-k, lot s51332. This lot was used by the customer at the time of the event. The customer did not have sample to return for investigation testing.